Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/28/2020. Additional information: d10, h6. A manufacturing record evaluation was performed for the finished device pcm346 batch number, and no non-conformances were identified. Additional h3 investigation summary: it was reported performance needle breakage. A suture needle was returned for evaluation. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was intergranular, which is evidence of a brittle failure. Microvoid coalescence was observed on some of the intergranular facets. This was a non-ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The needle exhibited amounts of intergranular failure.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent left knee replacement on an unknown date and suture was used. The needle broke when sewing joint capsule in the surgery of left knee replacement. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.